Event description:
Silicone PICC catheter was found broken with blood and fluid leaking out of the device and into the bedding. The volume of the fluid was estimated at 1-2ml. There was an abrupt interruption of IV nutrition. No repair kit was available because the pt was transferred from one hospital to another. The device was ultimately repaired with another vygon brand catheter. The time to repair was about 30 mins causing an interruption of IV nutrition. The effect on blood sugar was unk. Infection is a risk when catheter lines break. There was no adverse effects to the pt noted.

Manufacturer narrative:
The (B)(6) was contacted on (B)(6) 2010, in order to obtain additional info. The initial medwatch received from FDA did not have the product code or lot numbers because the pt was transferred to (B)(4) from (B)(4) hospital in (B)(4) ,with the catheter already placed. The catheter was found broken as described. The attending nurse at (B)(4) hospital was also contacted on (B)(6) 2010 who provided additional event details. The attending nurse was able to repair the catheter using another vygon brand catheter and the device remained in place for another 2 weeks until therapy was completed. The biomedical engineer was unable to locate the used device, therefore vygon was not able to evaluate the device. Initial results of vygon's investigation finds that the product code used was (B)(4) , because this is the only lifecath catheter that was distributed to (B)(4) hospital. This catheter was mfg in the vygon (B)(4) facility, which was recently sold to another company and the facility has been shut down. Therefore, the lot history record are currently being pulled for further investigation. Results of the mfg history investigation will be reported in a follow-up medwatch report.